Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a descending 52mm thoracic aneurysm. It was reported during the index procedure with regard to the peripheral landing, it exceeded the advanced tortuosity under taa, and landing was about 43mm. It was reported approximately 2 years and 4 months post the index procedure, a followup CT showed peripheral landing length (distance from tortuosity point) was shortened to 31mm and had migrated. CT demonstrated the 52mm taa had disappeared. It was noted that the thoracoabdominal aneurysm was not the target of tevar treatment this time. It was reported there is no complaint or device failure associated with vnmc3737c182t, it was said this device was implanted on the central side. The device suspected of migration was implanted on the periphery which is vnmc3731c207tj. Per the physician the cause of the migration is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the reported distal stent migration was confirmed on the films provided; however, the cause of the event could not be fully determined from the limited films returned. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT's were not available and a more thorough assessment of the stent graft in-vivo configuration could not be performed. It is possible that disease progression including the acute angulation observed within the descending aorta was a contributing factor in the migration of the stent graft device. Analysis of the returned still angiograms did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.